Event description:
Hcp reported pt experienced withdrawal like "someone turned off a switch". Symptoms included fever, itching, nausea and severe spasticity. Pt was seen in the ER and given oral baclofen to relieve symptoms. A catheter study was normal. The rotor study indicated the pump was stalled. Pump replaced. Pt has returned to previous level of spasticity control. Pt will be discharged soon from the rehab hosp.